Event description:
It was reported that the patient experienced pain and discomfort due to dog ear on the right side of the penis with this inflatable penile prosthesis (ipp). The physician explained to him that, since he has no known curvature/peyronies, the dog ear should go away with time. That patient also stated that both tips felt as if they were positioned similarly in the glans, with no presence of floppy glans. In addition, the patient informed that he is experiencing deflation issues and auto-inflation issues as well. Patient services specialist provided deflation and valve reset techniques. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.